Event description:
It was reported the patient was admitted to the emergency department due to the ventricular lead having a high impedance, noise, oversensing. It was also reported that the patient alert triggered. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.